Manufacturer narrative:
11/25/97-supplemental report #1 submitted to FDA.

Event description:
The product was used during a gastrectomy procedure. Reportedly, the staples did not form properly and there was slight tissue loss because of the second application. The surgeon manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.